Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received for quality investigation. The customers complaint of the tubing separated prior to use was verified by visual inspection. Visual inspection shows that the tubing and y-site smartsite were separated at the y-site smartsite inlet orifice. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for the issue seen in this complaint is the lack of insertion depth of the tubing into the smartsite inlet port and lack of adhesive of the tubing.

Event description:
It was reported that unspecified bd¿ tubing was disconnected. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the tubing was disconnected from the port prior to the nurse opening the package.